Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm micl 12.6 implantable collamer lens of -14.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. Asc lens opacity was observed on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to low vault and asc lens opacity. Cause of the event was reported as the device. Problem was resolved after cataract surgery (B)(6) 2023. The reporter did not indicate if the device failed to perform as intended. H6: of-label: acd<3.00mm at the time of implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h4: manufacture date: 28-oct-2020. H6: 4627 and 1766 added for correction. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. A planned lens removal and replacment was reported, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.